Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced alarms for "helium loss" and "check helium". Biomed is unsure if the iabp was switched out. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iabp part or recorder strip was returned to teleflex chelmsford for investigation. The reported complaint of iabp helium loss alarms is not able to be confirmed. The pump has been serviced by a teleflex field service engineer, and the reported issue could not be duplicated. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use, the staff experienced alarms for "helium loss" and "check helium". Biomed is unsure if the iabp was switched out. There was no report of patient complications, serious injury or death.